Event description:
During maintenance and inspection on the cardiosave intra-aortic balloon pump (iabp), when the exterior was checked in rescue mode, it was found that there was a dent in the "l" part, as if it had been hit. As a result, dents were also visible in the pressure hose, which is in direct contact with the inside of the equipment. This was affecting the compressor pressure output. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit, e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.